Manufacturer narrative:
H3: one device was received for evaluation. The device had not been in service in the past. Functional checks and visual inspections were performed. The customer¿s problem was duplicated. A depleted internal battery was the cause of the problem. To solve the problem, the printed wiring assembly (pwa) board was replaced. The device then passed all functional tests after the repair.

Event description:
It was reported that the device had a dead clock battery. There was no patient involvement. Analysis of the device identified a depleted internal battery and faulty printed wiring assembly (pwa) board.